Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported metal particles were noted in pt's eye during post-operative examination. The pt initially presented with increased intraocular pressure post-operatively and was seen by a retinal specialist which is when the metal particles were noted. The customer believes the metal particles were from the phaco tip used during surgery. Additional info was received from the surgeon reporting there were metallic particles seen throughout the retina on post-operative examination. There was no inflammatory response noted. The surgeon also reported that during the surgery, the pt's posterior capsule tore necessitating a vitrectomy. A vitrectomy has been scheduled but customer is currently waiting on medical clearance from the pt's medical doctor. The elevated intraocular pressure was treated by increasing the pt's current pressure drops.